Event description:
The implant was used on the nasal dorsum in. An abscess of the nasal dorsum developed 3 months later and the doctor has seen the pt multiple later and the doctor has seen the pt multiple times in outpatient clinic as the abscess has persisted. The doctor lanced and drained the abscess and after the 3rd incision and drainage the infection seems to be resolving. The doctor commented that the pt was a heavy smoker and there was possible trauma to the nose preceding the infection. The doctor used a single pds suture to secure the enduragen.